Event description:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on a patient information center ix system indicating that the device failed to alarm. The device was in clinical use at the time the issue was discovered. The patient was noted to have died. However, it was confirmed by a customer nurse that the device did not contribute to the death.

Manufacturer narrative:
A philips field service engineer (fse) went to the customer site, and tested the device. The device passed testing. Alarm logs were provided and were reviewed by a philips product support engineer (pse). The pse reviewed the logs for a requested time from (B)(6) 2024 16:23:47 to (B)(6) 2024 16:23:13 for bed label telb142. The pse found that the device had alarmed for multiple alarm types starting at 16:42:02 on (B)(6) 2024 through 14:40:19 on (B)(6) 2024; alarms include inoperative alarms, such as "cannot analyze ECG", yellow level alarms, such as "irregular heart rate", and red level alarms, such as "ventricular tachycardia (vtach)", "ventricular fibrillation (vent fib)", and "extreme tachycardia (xtachy)". Based on the information available and the testing conducted, philips was unable to replicate the reported problem. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.